Manufacturer narrative:
Zimvie complaint (B)(4). D10:tsvtb10, imp,tsv,3.7,10,mtx,mg, lot number 1254316. E1: initial reporter¿s title is not provided / unknown. Zimvie received one implant (concomitant) and one unknown encode abutment for evaluation. Visual evaluation was performed, there was bone debris on the implant¿s external threads. The unknown encode abutment was damaged/modified and could not be identified. The customer confirmed that the screw was fractured during removal. The retaining screws hex wasn¿t returned. Unable to verify if the screws hex was stripped. The retaining screw did however unscrew from the implant. No apparent damage was identified to the implant. This complaint refers to the unknown encode abutment. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown encode abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction was not established. The retaining screws hex wasn¿t returned. Unable to verify if the screws hex was indeed stripped. The reported event could not be confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the screw of the encode abutment was stripped. Tooth site #14. It was reported that the general dentist was unsuccessful in removing the encode abutment screw. The patient was then referred to surgeon. The screw fractured while removing it. The implant had to be removed.